Event description:
The physician attempted arteriotomy closure with the closer tsl6 fr. Device. The device was inserted and good marking was obtained. The foot was positioned and the plunger inserted for cuff capture. The physician attempted to pull back the plunger. However, it stalled and the needles could not be removed. The physician continued to pull on the plunger until one of the needles detached from the cuff. The plunger was removed, the foot parked and the device exchanged for a second device and successful closure. The pt recovered without further incident. No pt injury occurred, and no intervention was needed. This is being reported due to the fact that the foot parking problems have led to interventions in some cases.